Event description:
Pt self tester reports discrepant results with meter compared to a lab meter. Pt inratio: 3.1, 3.1; lab inratio: 2.5, 2.6. Pt's target therapeutic range is 2.2-2.5.

Manufacturer narrative:
Investigation pending.